Manufacturer narrative:
Product manufactured but not sold in the u.s. Patient code (B)(4): no code available (secondary surgery, lens explant, able to see aquaport). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -6.0 diopter into the patient's left eye (os) approximately 2 years ago. The patient complained of halos and stated she sees the aquaport. She then "disappeared" from his consultation. She returned stating she can no longer tolerate the halos, especially at night, and on (B)(6) 2018 the lens was explanted. Reportedly, the problem is resolved.